Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was resistance when inflating the balloon of the foley catheter.

Event description:
It was reported that there was resistance when inflating the balloon of the foley catheter.

Manufacturer narrative:
The reported event was unconfirmed. Received 1 all-silicone foley catheter with syringe. Inflated the balloon with 10 ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water) using returned syringe and encountered no resistance upon inflation. The catheter rested with no leaks. The returned syringe was connected, and the balloon passively deflated under 5 mins. The reported event was unconfirmed. No root cause could be found because the reported event was unconfirmed. As the reported event is unconfirmed a DHR review is not required, however it was completed before the sample evaluation was performed. As the reported event is unconfirmed a labeling review is not required. Correction: d, h this report references a us equivalent device. The us UDI equivalent for this product number is used h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.